Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery when priming. Customer was not sure what the blood glucose was at the time of priming. Unable to troubleshoot due to customer fixed the issue by disconnecting and reconnection. Customer stated the alarm was resolved by an infusion set change. Customer's recent blood glucose was 240 mg/dl. Advised the customer to report back if issue persists. No further information provided.